Manufacturer narrative:
H4: the lot was manufactured from august 04, 2022 to august 05,2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a droplet from an apparent leak was observed located near the edge of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the side part of the bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.